Event description:
It was reported an alert occurred for out of range low superior vena cava (svc) impedance. It was further reported that the defibrillation patch impedance started to trend lower shortly after implant. Repeat defibrillation threshold testing was performed and appropriately converted the patient back to normal sinus rhythm. The defibrillation patch remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.